Manufacturer narrative:
Olympus follow-up with the user facility to obtain additional info regarding this report. The user facility reported that the users experienced a complete loss of image as soon as the device was inserted into the pt. The user facility reportedly did not attempt to troubleshoot the device and instead switched to a different endoscope. And the intended procedure was completed. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the presence of image difficulties. The image became distorted and lost during angulation of the endoscope, and when the endoscope connector was moved. The ccd unit and r-unit were replaced, and the unit passed standard tests and procedures. The device was serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a diagnostic colonoscopy procedure, the user experienced a complete loss of image. There was no pt injury reported.